Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an external battery communications lost alarm. The internal battery was replaced to address the reported problem while the software was upgraded to address the external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly while the external battery communications lost alarm was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message and powered down unexpectedly while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.